Manufacturer narrative:
A service report completed 07/29/2019 and dated 07/30/2019 by a dmta field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact sigma operating manual. The details concerning the patient outcome was that the physician discharged the patient as normal after treatment the same day. No fault with the device as manufactured. Device was found to be functioning within dornier specifications.

Event description:
Patient hematoma reported. Treatment was in the mid ureter.